Manufacturer narrative:
The reported event of failed to deliver high voltage therapy and undersensed could not be confirmed. A partial lead was returned for analysis in one piece. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-20226. It was reported that the patient has deceased. There was suspicion that the cause of death was that the implantable cardioverter defibrillator and right ventricular lead failed to deliver high voltage therapy for ventricular fibrillation.